Manufacturer narrative:
An abnormal aspiration sample alarm was observed on the alarm trace data. The field service engineer (fse) found a hole in a tube of the rinse head. The fse removed the broken part of the tube and replaced the spring holder on the nozzle. A 25-cup precision and qc were within specification. Operational and mechanical checks passed. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
There was an allegation of discrepant results for 1 patient sample tested for creatinine plus ver.2 (crep2) and hdl-cholesterol gen.4 (hdlc4) on a cobas 8000 c702 module. The initial crep2 result was 2.52 mg/dl. The repeat result was 0.73 mg/dl. The initial hdlc4 result was 143 mg/dl. The repeat result was 45 mg/dl. The initial results did not match the patient¿s historical results. The repeat results were believed to be correct.

Manufacturer narrative:
The reagent lot numbers with expiration dates were not provided.